Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) unusual force was required to push the syringe into the flush port of the delivery system (ds). It was noted saline solution flowed out of the lumen inside the delivery catheter. The ds was used and the device successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the flush tube of the delivery system was kinked. Flat wire was found protruding from the delivery system outer shaft. The delivery system flush tube was pinched. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is a restriction while flushing the delivery system. The flush tube is kinked at the distal end of hose barb on the t-luer housing. The flush tube is pinched at 14.7 cm and 19.5 cm from the proximal end of the flush port valve. Articulation could not be tested due to only a partial delivery system returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.